Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The damaged pulse wire in the cable caused a fall-off failure at all ECG's due to the loss of the driven ground. The root cause for the strained cable was excessive force. No adverse events occurred as a result of the defective electrode belt.

Event description:
10/19/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that an electrode belt had non-functional ECG electrodes.